Event description:
The customer reported that their device would dump charged defibrillation therapy if the therapy cable assembly is wiggled, at the connector. It would appear that the connection of the therapy connector is loose and therefore, the device may not have the ability to deliver defibrillation therapy to a patient, if needed.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the customer (biomed) advised physio-control that they have resolved the reported failure by replacing the therapy connector assembly. Proper device operation was observed through functional and performance testing following the therapy connector replacement. The device was then returned to service for use.the device has not been returned to physio-control for evaluation.